Manufacturer narrative:
There is no indication of any system or component failure or malfunction and all original components remain implanted and in use. No reports have been received regarding any external trauma or excessive activity by the patient. Migration is a known inherent risk of implantable neuromodulation devices and there does not appear to be any contributing external factors.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back and lower extremity pain. Shortly after activating the system the patient reported issues with communication between the implantable pulse generator (ipg) and the external therapy discs, causing intermittent therapy. In (B)(6) 2024 the patient was seen by nalu personnel for troubleshooting but the communication issue was unable to be resolved. Imaging was done to view the implanted components and confirmed that the ipg had migrated within the pocket so was no longer sitting parallel to the skin surface. On (B)(6) 2024 a surgical revision was performed to reorient the existing ipg and stabilize the component to prevent migration in the future. No components were removed or replaced during the procedure and no new components were introduced.